Event description:
It was reported the lead was explanted and replaced due to low sensing values.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.